Event description:
The lens bent during the insertion in the patient's eye. The doctor used another lens to complete the procedure with no additional injury to the patient.

Manufacturer narrative:
This form was completed by the manufacturer.